Manufacturer narrative:
H3: the results of the analysis concluded that the reason for return has not been confirmed, no unwanted alarms sounded during the testing process. The software version is up to date. The stim 1 knob has broken off and stim 2 knob is bent. H6: fdm b01 , fdr c07 , fdc d1102 and img g04079 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI (B)(4); h3: analysis of the device was completed and concluded that no unwanted alarms were triggered , but it was observed that one of the port(s) on the afe board has broken off. The software is up to date. The batteries have reached the end of the life cycle. H6: fdm b01, fdr c07 / c0601 , fdc d1102 and img g04034 / g02002 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the equipment emits an uncontrolled audible alert despite the fact that the facial nerve is not being stimulated. There was no patient impact.